Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) misfired.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/213/67) the device was returned to the factory for evaluation on 08/12/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Only the aortic cutter was returned for evaluation. Signs of clinical use and evidence of blood was observed on the aortic cutter. The needle of the aortic cutter was observed to be deployed with the actuation button depressed. There were no visual or physical defects observed on the aortic cutter. Based on the returned condition of the device and no specific failure reported, the complaint is not confirmed.